Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative, "when the surgeon used the product, the product could not hold pl541s clip. Therefore, the surgeon did not use. The customer checked the product after the operation, found that screw of handle loosened. Although the customer tried to find the screw, the screw was not found. The possibility of remaining the screw inside patient cannot be exclusive."

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found brown discolorations and a missing screw pl005211. Furthermore we found no visible damage. Conclusion and root cause: the root cause of the problem is most probably maintenance and reporcessing related. Rationale: according to the quality standard, a material defect or production error can be excluded. Investigations lead to the assumption that the loosened screw were caused by an improper maintenance after reprocessing. There is the possibility that the handle pl503875 was dismantled for reprocessing or the screw has loosened, for example due to usage. We assume that the discoloration is unknown residues. No CAPA is necessary.